Manufacturer narrative:
The manufacturer did not receive x-rays but received other source documents for review. The device has not been received for investigation as the patient has not been revised. The device history records were reviewed and found to be conforming. Attempts to obtain additional information have been made; however, no more is available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that he patient was implanted with a biolox head on (B)(6) 2019, after being admitted to the hospital due to necrosis of the left femoral head, and had fever on (B)(6) 2019.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no additional similar investigated events (fever) . Event description: it was reported that the patient was implanted with a biolox head on the (B)(6) 2019 and subsequently had fever on the (B)(6) 2019. The patient had no signs of infection (no purulent exudate), but was given dressing changes, antibiotics and specific electromagnetic wave treatment. Review of received data: adverse event form pertaining to this case has been received, identifying the complained product and the event leading up to the medical treatment for the reported case of fever. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: this device is intended for treatment. The compatibility check could not be performed as only one product has been reported. DHR review: the quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Instruction for use (IFU) : inflammatory reaction is mentioned as a possible adverse event. Conclusion: it was reported that the patient was implanted with a biolox head on the (B)(6) 2019 and subsequently had fever on the (B)(6) 2019. The patient had no signs of infection (no purulent exudate), but was given dressing changes, antibiotics and specific electromagnetic wave treatment. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. The sterilization certificate confirm the sterilization of the affected lot of the product. Due to solely fever being reported as an adverse event and fever being a symptom with the underlying cause in the event being unknown, the involvement of the product in this event is unclear. A potentiality of infection has also been reported to being ruled out, with the sterilization certificate nonetheless confirming the correct gamma-sterilization of the product. No medical documentation pertaining to this case was provided and the only documentation received was the adverse event report. Therefore, based on the available information, we were not able to identify an exact root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350-2020-00019.